Manufacturer narrative:
The technician found ucm gasket was torn with gaps. The technician replaced the ucm cable and caregiver board to repair the bed.

Event description:
Information received indicates the left head siderail bed hi/low down button is malfunctioning. The left intermediate caregiver board shows fluid ingress, the ucm cable has been pinched and there is corrosion at the ucm board cable connection.